Event description:
It was reported that during a low anterior resection procedure, some of the staples were partially fired, and the knife blade had only advanced minimally. Used another like device to complete the procedure. There was no pt consequence.